Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler, flexible with bushing was replaced. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that on (B)(6) 2013, the device was noisy. It was noted that the cpc connector was rotated 180 degrees on the front of the unit. There was no patient involvement and no adverse patient consequences were reported.